Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the customer needed a new insulin pump as her device was not delivering insulin. Customer's blood glucose was over 400 mg/dl on (B)(6) 2016 while she was asleep. The device did not alarm no delivery and it did not delivering insulin and it's not alarming when she administers a bolus. Troubleshooting was performed on the insulin pump and customer mentioned the issue was resolved with complete set change as her current blood glucose was 280 mg/dl. Customer requested a replacement device and declined returning the device for analysis.